Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead, which had also pulled back. The lead was programmed off, however the diaphragmatic stimulation persisted due to the right ventricular (rv) lead, as demonstrated with threshold testing. The rv lead was reprogrammed to address the simulation and it remains in use. No further patient complications have been reported as a result of this event.